Manufacturer narrative:
Siemens healthcare diagnostics investigated complaints regarding "a manufacturing defect in some valves may cause them to leak" on the atellica ch 930 and/or the atellica im 1300 and 1600 analyzers. Siemens determined that discrepant results may be generated if the issue occurs. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asi21-02.a.ous was sent to outside the us (ous) customers in may of 2021. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior.

Event description:
Multiple discordant patient assay results were obtained on an atellica ch 390 instrument. The initial results were not reported to the physician(s). The same sample was repeated on an alternate atellica ch 390 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the multiple discordant patient results.